Manufacturer narrative:
Other text: b5: additional event information received, corrected data: d5: correction: operator of the device: unknown.

Event description:
Additional info received via email 27-oct-2022: event date:09/26/2022. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer, h6. Health impact, and evaluation codes: updated. One device was received. No physical damage was found. The complaint could not be replicated, constant pressure may be intermittent. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken as the complaint was not confirmed.

Event description:
It was reported that the pressure knob will not change the pressure and reading constant pressure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI in section d4 is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.